Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device was unable to confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Added: d4 (lot), d10, h4 and h6 (patient), corrected: h3. No code available (3191) is used to capture surgery prolonged and no information available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both broach handles in the attune revision kit were not grabbing the broach while it was insitu in the prepared femur. We had to use the screw in cutting guide to attach it to the broach yo allow us to remove the broach.